Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's cine drive was evaluated and re-formatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system's cine drive did not always properly recall patient image data. No patient serious injury or death was reported related to this event.